Event description:
The surgeon inserted a aq2003v three piece silicone lens. The lens trailing haptic stuck in the cartridge and tore upon insertion. Into the eye. The lens was cut into pieces to remove from the sye without enlarging the incision. No pt injury.